Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. Lead returned with the helix was fully extended with blood and tissue on it. Helix was able to be extended and retracted within specification. Helix's photos saved. (B)(4)

Event description:
It was reported that during implant of the right atrial (ra) lead, the helix was a bit protruded and was gyrated by the physician before placement. When the guide wire was supporting the lead placement, the helix protruded automatically without gyration and caused failure to place the lead. The lead was not used. No patient complications have been reported as a result of this event.